Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 50 and 115 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned. The customer's meters were replaced at her insistence.

Manufacturer narrative:
Info for the other contour meter: product code: 7184; (B)(4); MFR date: 07/2008.